Event description:
Customer's mother reported that the insulin pump was not delivering the correct amount of insulin. Caller reported that the customer had been experiencing high blood glucose levels. Caller also reported that some boluses were missing from the insulin pump's bolus history. Caller reported that on three separate occasions, the bolus history failed to record a bolus that was delivered. Caller was unable to troubleshoot at the time of the call. Blood glucose level was 521 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).